Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested. Synthes is unable to determine the manufacturing date. Additional information has been requested.

Event description:
The curved broad lcp plate broke in situ.